Manufacturer narrative:
Scheimpflug images were reviewed, and there was an opacity on the cornea, which likely interrupted the laser shots to the capsulotomy. This would result in a partially incomplete capsulotomy which could lead to a tear. No vitrectomy or sutures required. The doctor reported that the patient was doing fine.

Event description:
On (B)(6) 2019 a user reported to a lensar cas that during surgery on (B)(6) 2019 she noticed a tear in the capsulotomy around 180 degrees. She stated "when I pulled the capsulotomy towards the center for removal it felt like it was adhered and resulted in a radial tear.'' It did not extend to the zonules. No vitrectomy needed.